Manufacturer narrative:
One 4.5mm incisor plus platinum blade was returned for evaluation. Visual assessment of the device showed significant cracking of the adapter body. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade shows extensive damage to the plated surface at the tip. The likely cause of the shedding is fracturing of the adapter body allowing for misalignment with the inner blade causing friction. This is consistent with an excessive lateral load being placed on the device during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Corrected UDI number: no UDI assigned. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that metal filings came off of the 4.5mm incisor plus platinum blade into the patient's knee joint. All debris was removed with the use of suction and irrigation. No backup was used as the surgeon wasn't willing to open another one in case more filings came into the joint. A short delay of less than 30 minutes was reported. There was no report of patient injury.